Event description:
The facility reports the new staff member was not looking at the feet of the resident during the lift. The resident was slipping and eventually fell to the ground, suffering injury to their femur.